Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Caller alleges adhesive plaster of the infusion set does not stick enough. Caller reported that after two days of usage, the patch detaches. No adverse event reported. Requested return of the alleged device for evaluation.